Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. It was noted that two mitraclip were previously implanted, but mr was unable to be reduced. An xtw was inserted and grasping was noted to be difficult. After multiple grasping attempts, the clip was able to be deployed, reducing mr to a grade of 2. On (B)(6) 2022, a transesophageal echocardiogram (tee) was performed and revealed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda), causing mr to increase to a grade of 4. On (B)(6) 2023 a mitral valve replacement procedure was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the slda. The cause of the reported incomplete coaptation (postprocedure) associated with the slda could not be determined. The reported difficult or delayed positioning (leaflet grasping) was due to patient pathology/ morphology (anterior leaflet flail). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.